Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/22/2021. H6: investigation: bd received 1 sample and 5 photos for investigation. Four (4) photos showed used tubes and one (1) photo showed the centrifuge with the setting used. From the photos provided the presence of barrier gel was observed and as reported by the customer, red cells were observed in the plasma portion of the sample. The photo with the centrifuge showed that the time was set at 3 minutes and the speed was set at 13,000 rpm. In addition, the unused sample was evaluated for barrier gel characteristics and presence of additive with acceptable results and the indicated failure mode for missing separator was not observed. Additionally, the customer samples along with 15 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to missing separator as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® pst¿ lh tubes there was missing additive. This event occurred 10 times. The following information was provided by the initial reporter. The customer was "unhappy with the separation of plasma in tube after centrifugation. The separation of plasma, gel and red cells isn't happening properly. It's not clear distinction between the layers, it almost looks blurry. Settings on centrifuge is 3 mins at 13000 rpm, tubes are stored below 25 degrees, then are placed on the bleeding trolleys in store room within the hospital."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® pst¿ lh tubes there was missing additive. This event occurred 10 times. The following information was provided by the initial reporter. The customer was "unhappy with the separation of plasma in tube after centrifugation. The separation of plasma, gel and red cells isn't happening properly. It's not clear distinction between the layers, it almost looks blurry. Settings on centrifuge is 3 mins at 13000 rpm, tubes are stored below 25 degrees, then are placed on the bleeding trolleys in store room within the hospital."